Event description:
On 5/18/88 an aus device was implanted. On 3/15/93 the balloon was revised. On 11/15/95 and 3/1/96 the cuff was revised. On 9/12/96 the pump was removed from the pt and replaced due to recurring incontinence--pump not working.